Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.